Event description:
Alaris pump red alarmed for battery discharge/critically low battery. All channels stopped infusing with no prior warning. Unit turned off, unplugged, plugged back in and turned on - it again alarmed :battery discharged" red alarm no channels infusing. Only a keep vein open (kvo) with saline and a dilaudid pca were infusing at the time. No patient harm. Pump taken out of room and noted. New pump placed in room. Charge nurse. Updated.